Event description:
It was reported that the compressor did not start. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Thermoelectric cooler has been found defective and led to moisture air entering the air gas module in the connected ventilator. Thermoelectric cooler has been replaced and device was returned to use in good working condition. Thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part has been not available for the further analyze of the issue. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).